Manufacturer narrative:
Advanced bionics has determined this case is not reportable at this time. The recipient is not a user of an advanced bionics device. This event was reported to advanced bionics in error. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed skin flap revision surgery has been scheduled. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: sections: a.1, a.2, a.3, b.5, d.1, d.4, d.5, d.6a, d.6b, e.1, e.2, e.3, g.2, h.4, h.6, h.10. Advanced bionics considers the investigation into this reportable event as closed. This event has been deemed not reportable at this time as the health care provider has confirmed this is a non-advanced bionics recipient and reported in error. No further details will be provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.